Event description:
It was reported that this lead was explanted due to it was dislodged. The lead exhibited loss of capture (loc). A new lead was successfully implanted. The device will not be returned. No additional adverse patient effects were reported.